Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/21/2021 it was reported by a sales representative via email that (2) ar-3638 knotless fibertaks pulled out completely when shuttling the loop through the sheath of the anchor. This was discovered during a case, with no patient effect reported. The patient was a (B)(6) year old male athlete with hard bone. The surgeon completed the case successfully using a new device from a different manufacturer. The agency still has 4 devices remaining in their inventory with the same lot number that they would like to get rid or due to the possibility of them being defective. Additional information requested 09/22/2021.